Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a metal fragment is loosened from the hammer during first time usage of the device. No patient harm or prolongation of procedure reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: hammer head was received with a loose metal fragment. It is not possible to determine the exact root cause for the lost fragment. No product fault could be detected. Referring to the massive damages at the hammer head, the outbreak location of the fragments at the edge and its characteristic it is likely that overstraining of the instrument caused the material failure. Although no product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.